Event description:
Country of complaint: (B)(6). Complaint states: the users have found during surgery, several times on different batches the clips which jammed.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: "these clips belong to the old version. Therefore we will initiate a credit note under aesculap's MFR's warranty. The credit note will be issued on a monthly credit note basis". With the former version this failure occurred several times. Since the new, improved version is on the market, no problems occurred.